Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, customer states when the tube was inserted into the hub for blood collection, the sheath moved leaving the needle inside uncovered causing a blood spill. No patient or user impact reported.